Event description:
Morbidly obese male with history of a bleeding coagulopathy and past abdominal aortic aneurysm repair had mi and was sent to or for CABG x 6. During rewarming intra-operatively, physician noted that cross clamp had "scissored" on the aorta, and a small hematoma was present. Upon further inspection and assessment, the physician noted a limited dissection in the mid ascending aorta, and the hematoma was expanding. Physician went on to place an end to end anastomosis with an artificial graft. Pt required massive amounts of blood products related to coagulopathy with related edema in operative area. Chest left open and then surgically closed the following day.